Event description:
Hcp reported that the physician sheared the catheter at the insertion point of intrathecal space. A portion of the catheter remains n the intrathecal space. The device was explanted and returned to the MFR for analysis. A f/u report will be sent when additional info is rec'd.